Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead exhibited high pacing impedance measurements and the helix of the novel lead had rotation issue. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.